Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the o-ring, clean the pneumatic tap area, and attempt to reload the cartridge, but the issue persisted. Despite successfully filling a new cartridge, the customer was unable to load it onto the pump and was referred for escalated troubleshooting. As a result, a replacement pump was authorized, but due to the warranty status, the customer was advised to switch to manual insulin delivery until the new pump arrived.